Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was interrogated and the data was reviewed. No loss of capture was found, a competing intrinsic sinus rate caused confusion on the monitor. It was further reported that lead measurements were within normal limits and stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited lead warnings for low impedance. It was noted that there was an intermittent loss of capture. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.